Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2015. The field service engineer (fse) found that the s-lyse tubing had come off of the fitting. The fse reattached the tubing after applying a collar to it to ensure the connection in the future. The instrument ran without further issues and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that there was a clear fluid leak of 250ml volume from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There were also laser offset high errors reported. The operator was wearing a lab coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event.